Manufacturer narrative:
(B)(4). Date sent: 11/17/2020. D4: batch # u5aj4k. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with no reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Upon visual inspection of two photos, the following was observed: the photos show a staple line on the tissue and bleeding can be seen along the staple line. Also, a staple that appears to be not properly formed on the proximal end of staple line was noted. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Date sent: 1/27/2021. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. In order to confirmed the reported event a test motor was used on the returned device and was tested for functionality, the device achieved its complete firing sequence without any difficulties. The cut line were complete and the staples meet the staple release criteria. No malformed staples was noted during the device testing . As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for the corrosion condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, the stapler failed to fire correctly and staple line needed to be over sewed. It seemed that the knife was misaligned and when it fired, it appeared to catch the inner row of staples on the remnant side. No unusual noises, force to close, noises etc pre-firing. Surgery was delayed an unknown amount of time, but was successfully completed. No fragments were generated and there were no patient consequences. No other medical intervention was required.